Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of them feeling stimulation when it was off was no reason in particular. They couldn't figure out that it just seemed not to turn off fully when switched off at a very low setting. They stated that once they got the replacement programmer, their ins unit worked properly. They didn't have any more "ghost" stimulation. Their issue of feeling simulation when the ins was off had been resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain and failed back surgery syndrome. It was reported that the patient had a poor communication on their programmer (pp). The patient stated that he turns his device on and off, and this time when he shut his device off he still feels like his stimulation was on, but at a low setting. The patient stated he knew the difference when the device is on and off because he did it all the time, but has never felt this sensation when the device was off before. Caller stated when he shut his stimulation off, he can feel stimulation for a little bit, but the sensation usually went away. They stated that when it was on they were between 80 and 230, but not it was off and its like at 20 or 30. Caller also mentions that his pp has been working on and off. Caller wanted to know if there is something wrong with the pp because he still felt stimulation. Patient services reviewed information and suggested to check and see if stimulation was on or off with the pp. They tried to sync with the antenna but were unsuccessful. They attempted to communicate with the ins without the antenna multiple times and were unsuccessful, but later in the call he was able to connect, showing the device was off and he turned stimulation back on. Information was reviewed on sensation with device off and redirected to their doctor. No out of box failure was reported. No further allegations/complications were reported.